Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture due to high pacing thresholds along with poor r wave sensing due to a suspected lead dislodgment. The dislodgement was later confirmed via fluoroscopy. A procedure was performed to successfully reposition the lead with no adverse patient effects reported other than the additional procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.